Event description:
Clinic notes dated (B)(6) 2013 noted that the patient has a long standing lead fracture. It was noted that high impedance was observed and that the patient was sent for x-rays which showed a fractured lead wire. The device was programmed off and the patient was referred for surgery. The patient underwent generator and lead replacement surgery on (B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.